Manufacturer narrative:
Report date: 18jan2019. Date rec'd by MFR: 05feb2019. The philips service engineer (se) inspected the device. The se replaced the power switch overlay to address the issue and the ventilator passed all testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a check vent alarm light emitting diode (led) failed. There was no patient involvement. The event date was not specified; estimate used.